Event description:
It was reported to boston scientific that while using a hysteroscope adapter during an hydrothermablation procedure, the thread on the end of the adapter separated from the rest of the adapter. Reportedly, the procedure was successful and the patient is "fine".

Manufacturer narrative:
The lot number of the device used is unknown; consequently, the device manufacturing and expiration dates are unknown. The device was not received by the complaint investigation group at the manufacturing site, therefore a device evaluation could not be performed and the cause of the reported event is undetermined.